Event description:
It was reported, the pt's pns (off-label) lead had migrated back to the ipg pocket site and the pt consequently feels ineffective stimulation. It was reported, surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.